Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (>800mg/dl) with ketones. Customer was hospitalized and treated with insulin drip. Customer was discharged from the hospital on (B)(6) 2015. Troubleshooting could not be performed with tandem technical support as the event occurred in the past.